Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the numbers on their insulin pump was scrolling while they were delivering their bolus. The customer's blood glucose was 295 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information provided.